Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 13. Details of surgery: implant surface not completely covered with bone and sinus perforation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, increased sensitivity and hypersensitivity. No further patient complications were reported.